Manufacturer narrative:
Adverse event problem: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "exchange from textured to smooth implants due to the patient's concern with the product". Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device.

Event description:
Healthcare professional reported right side ¿exchange from textured to smooth implants due to the patient's concern with the product" and "grade IV capsular contracture" confirmed via MRI. The device has been explanted and replaced.